Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2017. During the investigation, it was found the device was failing to switch off correctly. The fault was traced back to poor contact between the pins in the j11 connector and the membrane tail, and in particular track 13 (on button) due to a poor alignment. This had resulted in an increased resistance when the on button was depressed which prevented the device from switching off correctly. It is possible that the incorrect alignment only occurred during the reassembly of the device during the investigation, however, the device failing to switch off correctly would account for the manual power ups of nonsensical duration recorded in the history log as the user would have had to remove the pad-pak to power off the device. Removing the pad-pak and reinstalling it quickly after can result in the device appearing to switch on without intervention, as demonstrated during the investigation. This was most likely the fault the user had witnessed and reported. Furthermore, during the investigation, the device was found to be intermittently failing to connect to the pc via usb and power up correctly. This fault was traced back to an intermittent failure of the flash chip u26. The device was returned to the supplier for analysis. U26 was x-rayed to inspect the solder joints with no visual abnormalities before being replaced. The fault could not be replicated when u26 was replaced. It is possible that the misaligned membrane tail had caused an intermittent short circuit between track 10 (3.3v line) and track 9 (ground). Flash chip u26 is powered by the 3.3v line. Constantly applying and removing power from the component in a short period may have caused a rapid deterioration of the component, however, the investigation was unable to confirm this. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Enduser alleges, that brand new out of box sam350p unit powers on without enduser intervention. No patient involved.

Manufacturer narrative:
Excemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Enduser alleges, that brand new out of box sam350p unit powers on without enduser intervention. No patient involved